Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a patient with this pacemaker was admitted to the hospital with a wound infection. The physician put the patient on antibiotics and surgical intervention was performed and the device was repositioned and continues to remain in service. No additional adverse patient effects were reported.